Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. One 6fr angioseal device was returned for product evaluation. The returned device included the mated hemostasis sheath and carrier tube assembly, and header bag. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor was found to have been released and the hemostasis sheath was found to have been cut near the distal tip. No other signs of damage or deformation to the device were identified. Functional testing was performed by manually pulling the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint was able to be confirmed non-deployment pullout. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 27jun2023: the type of procedure that was being performed was a coro + percutaneous transluminal angioplasty (ptca) using a 6 fr sheath. A pre-deployment angiogram was performed. The reported blood loss was 2-5ml through instant manual compression. The patient was stable. The procedure was completed successfully. The procedure was followed by a femstop. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no stenosis, plaque, calcium present around the insertion site.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal was used according to the instructions for use (IFU). As the user pulled back the device, the whole device came out of the artery. Manual compression was done. The patient was treated as intended. There was no significant loss of blood, and there was no significant delay of procedure. There was no harm to the patient.